Event description:
It was reported that a lead integrity alert (lia) was noted for the patient's right ventricular (rv) lead due to noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary:the full lead was returned in segments and analyzed. It was found that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
Additional information was received which noted that the rv lead has been explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 117 ventricular sensing integrity counts (sic); high rate non sustained and non sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory also indicated an right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.